Event description:
Report received of the inability to advance the guidewire through the needle hub. It was reported that the physician accessed an unspecified vein for central venous catheter placement with an 18-gauge thin wall needle. In the attempt to advance the guidewire through the needle, it was reported that the guidewire would not pass through the hub of the needle. Another unspecified sized guidewire was advanced successfully. The needle was removed and the triple lumen catheter was placed successfully. There was no reported adverse patient effect. No medical interventions were required.